Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer spoke with the clinical sales representative (csr) and confirmed that the issue was unable to be reproduced. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 3 drifted while no one was at the console. The clinical sales representative (csr) was not in the room when the issue occurred. The site informed the csr that usm 3 was not clutched, but it was drifting as if it were. The csr stated that there was an instrument installed and a hospital staff member was able to grab the usm before it moved any further. The csr asked for the customer to reproduce the issue, but the customer was unable to duplicate the reported issue. The csr reported there was no patient injury. The procedure was completed as planned with no reported injury.